Event description:
During follow-up, noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The device was explanted and replaced and the rv lead was replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Additional information was requested but was not yet available. Related manufacturer reference number: 2017865-2023-11475.